Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2014 with blood glucose of 750 mg/dl. Customer states that site was leaking and it came out after being tugged at. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization and it was removed during hospitalization. Customer declined troubleshooting.